Event description:
Boston scientific received information that this implantable cardioverter defibrillator detected a loss of capture on this defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
As a result, this defibrillation lead was surgically abandoned. A new lead was implanted. The device was electively replaced. Should additional information become available, this event will be updated. The device was returned and underwent detailed analysis. Visual inspection noted dried blood in the rv header port. However, the rv port passed pin gage testing. In addition, the rv setscrew has cross-threading damage. The device was then exposed to and passed simulated heart load conditions, and the defibrillation, pacing and sensing functions. In conclusion, analysis was inconclusive that the cross-threading damage caused and/or contributed to the loss of capture allegation as the tests that verify proper device operation related to this allegation passed.